Event description:
Cord, b. J., kodali, s., strander, s., silverman, a., wang, a., chouairi, f., koo, a. B., nguyen, c. K., peshwe, k., kimmel, a., porto, c. M., hebert, r. M., falcone, g. J., sheth, k. N., sansing, l. H., schindler, j. L., matouk, c. C., petersen, n. H. (2020). Direct carotid puncture for mechanical thrombectomy in acute ischemic stroke patients with prohibitive vascular access. Journal of neurosurgery, 1¿11. Https://doi.org/10.3171/2020.5.jns192737. Medtronic review of the literature article found that 352 cases of mechanical thrombectomy (mt) procedure were reviewed from 2015-2018. The study was to evaluate the safety as well as radiographic and functional outcomes in stroke patients treated with mt via direct carotid puncture (dcp) for prohibitive vascular access. Of the 352 reviewed mt cases, 37 were deemed to have prohibitive vascular access. Patients with prohibitive vascular access were divided into two groups: 1) aborted mt (abmt) after failed transfemoral access and 2) attempted mt via dcp. There were 20 patients in the dcp group and 17 in the abmt group. Direct carotid access was successfully obtained in 19 of 20 patients. Successful reperfusion (thrombolysis in cerebral infarction score 2b or 3) was achieved in 16 (84%) of 19 patients in the dcp group. No device malfunctions related to the solitaire were reported in the article. A single patient suffered a fatal delayed carotid blowout on post-dcp day 4 following successful revascularization. In this patient, carotid sheath removal was performed with an angio-seal vascular closure device. Two non¿flow-limiting dissections on the back wall of the cca were noted on surveillance imaging, correlating with the position of the tip of the carotid sheath (but not the point of access into the carotid artery) during the procedure.

Manufacturer narrative:
The patient age was noted in the article to be (B)(6). The exact age was not reported. Reported patient sex (female) is representative of the majority of patients included in the study article. If information is provided in the future, a supplemental report will be issued.